Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was reported to be due to the "patient was fell down due to which fluid was cloudy". On an unreported date, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneally, frequency and duration were not reported) and meropenem injection (500mg, both intraperitoneally and intravenously, frequency and duration were not reported) for the event. At the time of this report, the patient was discharged from the hospital and was recovering from the events. Pd therapy was ongoing. No additional information is available.